Event description:
It was reported by service report that there was no power to the bed and the tabs for all of the footboard modules were broken off. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: damaged footboard.